Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was/is seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported "MRI showed fluid around the implants, vertigo, dizziness, burning sensation under implant and arms, joint pain, sore and aching hips, back, hands, feet, breast pain, wrist pain, neck pain bad and chest discomfort, anxiety, implant should not have been put in their body, nobody should have them in their body as they cause cancer. Patient also reported "dry hair, skin and eyes, premature aging, poor sleep, decline in vision, vision disturbances, low libido, slow healing, throat drainage and clearing always, gastrointestinal and digestive issues, slow muscle recovery, sore and aching hips, back, hands and feet, leaky gut, panic attacks, cramping, felt like they were dying, been sick for years, vision coming in and out, stomach inflammation and bleeding, difficulty swallowing, ibs, gastritis, intolerant to heat and cold, candida, ears ringing, sudden food intolerance, smell in one armpit, dehydration, cold and discolored limbs hands and feet, cognitive dysfunction, difficulty concentrating, memory loss, hard to speak and find words, chronic fatigue, inflammation, inflamed gall bladder, skin rashes on face, ocular migraines, depression, rheumatoid arthritis, fibromyalgia symptoms numbness and tingling in right arm, hand and wrist, and bruising"; these events are not device related. Device was explanted. This record is for the right side.